Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure, a shaft fracture occurred. As the 3.5x28mm taxus liberté stent was removed from the packaging it was noted that the shaft was bent, the physician attempted to straighten the shaft and the shaft broke. The procedure was completed with another 3.5x28mm taxus liberté. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device identified a break in the hypotube shaft at 830 mm from the catheter strain relief. In addition, the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure, a shaft fracture occurred. As the 3.5x28mm taxus liberte stent was removed from the packaging it was noted that the shaft was bent, the physician attempted to straighten the shaft and the shaft broke. The procedure was completed with another physician taxus liberte. As there was no contact with the patient, no complications were reported.